Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva single port, 20g x 1.0" needle through catheter while introducing catheter. The following information was provided by the initial reporter: we have had the same thing happen 2 days in a row to 2 different seasoned nurses. The needle has gone through catheter during insertion.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 20gx1.00in nexiva device for the investigation of this complaint. Through the inspection of the photo, the unit shows traces of media on the catheter tubing and on the needle. In addition, the needle has pierced the catheter and is seen protruding on the side of the tubing wall. The observed media on the device indicate that the device has been handled and venipuncture was performed. The defect of needle through catheter is confirmed. The defect of a needle through catheter could have originated as part of the manufacturing process however, if the defect originated during manufacturing, the end user would receive the device with needle piercing through the catheter which would cause the venipuncture extremely difficult and painful. As the device has been removed from the package and handled, it is likely that the defect originated in the user environment. During use, a needle spear through may occur during tip adhesion break or during venipuncture if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that bd nexiva single port, 20g x 1.0" needle through catheter while introducing catheter. The following information was provided by the initial reporter: we have had the same thing happen 2 days in a row to 2 different seasoned nurses. The needle has gone through catheter during insertion.